Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" messages, lcd screen blank) has been confirmed. Upon investigation the monitor failed incoming functionality testing, specifically was unable to produce a driven ground signal. The cause for the failure was a damaged pin and black wire on the belt connector. The root cause for the damaged connector is unknown. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a blank screen and that a patient was experiencing "adjust belt" messages.